Event description:
Healthcare professional reported that patient was injected with unspecified juvederm. At an unspecified time later, patient experienced "vascular adverse event".

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additionally, healthcare professional reported that patient was injected with juvéderm® volift¿ with lidocaine in cheek (ck3). Three days later, patient developed pain when lying down in right nostril and wok with a livedo-like skin discoloration. Patient was treated with hyaluronidase, prednisone, and acetylsalic acid. Event resolved.